Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted. The patient developed a ventricular arrhythmia after this lead was implanted. In order to asses the condition, the lv lead was electively programmed off. As result, the patient's heart failure progressed. The lv lead was reprogrammed, but the patient's proarrhythmic condition was unable to be treated with the therapy provided by the lv lead. The lead was electively replaced with a his bundle lead to optimize the patient's treatment. No adverse patient effects were reported.